Manufacturer narrative:
The field service engineer (fse) verified instrument operation and was not able to identify an instrument malfunction. The sample integrity was checked. No sample issues found. There were no pre-analytical issues identified. This is an isolated issue, the samples run befor and after this patient sample correlated and were considered correct. The customer has not called back reporting a recurrence of this event. Bec internal identifier: (B)(4).

Event description:
The customer reported that one sample for a patient with acute myeloid leukemia and a history of low platelet results recovered with an erroneous high platelet (plt) result and no plt specific suspect messaging when cycled on their dxh520 cp hematology instrument compared to an alternate instrument and manual slide review. No erroneous results reported outside the laboratory. The operator was familiar with the patient and knew the result was not consistent with their medical history. There was no report of an injury or illness to the patient attributable to the output from the device in this event. No adverse event occurred. All other sample results correlated between runs and were considered correct.